Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 697 mg/dl at the time of the event. Therefore, patient was admitted to the hospital. The duration of hospitalization was for 4 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure